Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 22mmol/l. Troubleshooting was performed, and the drive support cap appears to be normal. The programming and insulin pump settings were correct. The manual prime and self test were performed and they passed. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.